Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A materials coordinator reported that following an intraocular lens(iol) implant procedure, a patient experienced feeling of the lens being crumbled up in the eye and felt like it was falling out. The iol was exchanged in a second procedure due to the lens did not fit the eye. Additional information has been requested.